Manufacturer narrative:
(B)(4). The device was manufactured october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle between 0.90 and 1.57 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate inside the reservoir of a small volume intermate. The device was filled with ceftazidime, ceftriaxone and meropenem. There was no patient involvement. No additional information is available.